Event description:
It was reported that the patient expired. Review of a remote transmission alert revealed several episodes of ventricular fibrillation. Therapy did not convert the patient to normal sinus rhythm. No further information is available at this time.